Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was surgically abandoned (taken out of service) due to an unknown cause. A new pacemaker was implanted. It was also noted that the two related right atrial and right ventricular leads (st. Jude medical) were surgically abandoned due to insulation damage. No additional adverse patient effects were reported. This device is not expected for return.